Manufacturer narrative:
Device manufacturer year 2015. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss was not able to duplicate the issue. The fss tested 6 of the customer¿s vitrectomy cutters and found them to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule resulting in a vitrectomy surgical procedure. Although, the vitrectomy appeared not to cut, the surgeon was able to place the posterior lens in the sulcus and the cataract procedure was completed. The patient outcome is expected well.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intuitiv console showed that there were no issues or non-conformities. Manufacturing records were reviewed and the device was manufactured according to specification. The manufacturer record review showed that there were no issues or non-conformities all pertinent information available to abbott medical optics has been submitted.